Event description:
Information was received indicating that a smiths medical medfusion pump exhibited a motor will not run error. No adverse effects were reported.

Event description:
Additional information received indicated this event did not occur during use on a patient. The failure occurred during testing. No patient was involved.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Device evaluation: a product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked down the left side with chipped corners, and a cracked battery door and left plunger case. A review of the pump event history log identified motor not running in the history. Functional testing found motor not running immediately at occlusion test. The problem was caused by an impact that knocked the main board out of alignment with the extrusion slot. The root cause of the issue was due to damage caused by the user. The problem was resolved by realigning the main board into extrusion slot. Preventive maintenance was also performed.